Event description:
It was reported via clinical study that the 43 yo male patient experienced aseptic glenoid loosening. The date of event onset is (B)(6) 2022. The patient was revised on (B)(6) 2023. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
Concomitant medical products:reverse glenosphere 3200242.humeral stem or stemless 3000115.reverse humeral liner 3204200.reverse humeral tray 3201000.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone interface, which led to aseptic loosening. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.